Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: primed IV tubing through the pump no air bubbles, constantly alarming air no air bubbles visible anywhere along tubing. Changed pump. Did not beep with large air bubble in tubing, air babble went thru enclosed tubing section of pump. It dissolved at y port site, it never alarmed. No injury reported.